Event description:
It was reported that a device experienced a system error 322. There was no patient injury reported.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom of system error 322 was reproduced during testing however the specific component could not be identified. Evaluation of known contributors to ec 322 has led to the determination that the upper and lower auxiliary assemblies were the failing components and require replacement. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower auxiliary assemblies were replaced.